Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03feb2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, infection, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event resolved on (B)(6) 2021 without sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject had positive sputum culture on (B)(6) 2021, growing gram positive cocci in pairs and simple budding yeast (pseudohyphae) the patient required one unit of packed red blood cells on (B)(6) 2021 for anemia. Bleeding resolved without sequelae on (B)(6) 2021. Pus was noted to be draining from the driveline on (B)(6) 2021. All cultures were negative and the patient was not put on antibiotics. The infection event resolved on 26apr2021 without sequelae.

Event description:
It was reported that the patient experienced severe perioperative coagulopathy. The patient received blood products for the bleeding. X-ray¿s were taken on (B)(6) 2021 and revealed increased left pleural effusion. The site was considering a left thoracentesis later this week if it continues to progress. On (B)(6) 2021 chest x-rays showed worsening pleural effusion. Radiology was consulted for possible pleural insertion and a chest x-ray was scheduled for (B)(6) 2021. A left thoracentesis was performed (B)(6) 2021. Left pleural effusion recurred (B)(6) 2021 and left chest pleural placement occurred on (B)(6) 2021 and was a hemothorax. Pus was discovered to be oozing from driveline site on (B)(6) 2021. Cultures were obtained and the patient received antibiotics for the infection.